Manufacturer narrative:
1. DHR/bhr review (lot#5141982): 1) this batch of products were assembled at intima ii auto line 4 in may 2025 and packaged at r240 package line in may 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned one photo but did not return the actual complaint unit. The photo shows liquid seeping from the extension tube of the complaint unit. 3. Functional test (45psi leakage test) was conducted on a retained sample of the complained batch. The test passed, and no abnormality was found at the extension tubing. 4. Sku#383007 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the probability of expansion and burst. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows a leak in the extension tube, and since the product is not suitable for high pressure injection, and since the flow rate and pressure used during the process of contrast agent injection are unknown, so the root cause of this defect cannot be confirmed to be related to product quality.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leaked at tubing on the morning of (B)(6) at 9:00 am, per physician orders, the patient required a contrast-enhanced CT scan. After placing a closed-system intravenous catheter, the nurse proceeded to the CT treatment room to administer the contrast agent (iopamidol). During injection, localized extravasation of fluid was observed along the catheter line. The injection was immediately halted, the catheter was replaced, and the procedure continued after reinsertion.